Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an internal brace procedure, when the surgeon entered the joint of the patient with the ar-2325bcc, the anchor broke. All fragments were removed from the patient and the case was completed by using another ar-2325bcc without further issue.